Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "under infusion" was confirmed and reproduced during evaluation. Evaluation found the finger pressure plates stuck under their respective holders due to fluid intrusion, which caused the under infusion. The door and all its components were replaced to correct this condition.

Event description:
During baxter's functionality testing it was found that a spectrum pump was under infusing. There was no pt involvement.